Manufacturer narrative:
B3 date of event was estimated based on aware date.

Event description:
It was reported that a catheter issue occurred. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. An opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. The diagonal lesion was looped like a corkscrew and was difficult to cross through. During the procedure, the catheter wrapped around the wire, and the devices became tangled. During removal, a part of the opticross catheter was left inside the patient. After spending an hour and a half, the broken device was able to be removed using a percutaneous goose neck snare. The procedure was completed with laser atherectomy and percutaneous transluminal angioplasty. There was no patient injury, and the patient was okay.

Event description:
It was reported that a catheter issue occurred. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. An opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. The diagonal lesion was looped like a corkscrew and was difficult to cross through. During the procedure, the catheter wrapped around the wire, and the devices became tangled. During removal, a part of the opticross catheter was left inside the patient. After spending an hour and a half, the broken device was able to be removed using a percutaneous goose neck snare. The procedure was completed with laser atherectomy and percutaneous transluminal angioplasty. There was no patient injury, and the patient was okay.

Manufacturer narrative:
B3 date of event was estimated based on aware date. The device was returned for analysis. Visual inspection revealed a catheter twist 25 cm from the lap joint, the sheath assembly kinked, and the imaging window detached in the lap joint section. Microscopic inspection confirmed the presence of adhesive residue with ultraviolet light and revealed a broken drive shaft with a broken coax cable. Media provided by the site did not show any evidence of the reported issue.